Event description:
The customer reported intermittently the system failed to display a live image following the sleep mode function. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.